Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation contamination was discovered on all monitor pca boards. The root cause of the contamination was ingress on an unknown foreign material. No adverse event resulted from the contaminated monitor. The patient was issued a replacement monitor.